Manufacturer narrative:
Results - one hundred customer samples were returned. Twenty were observed for stopper creepout/pop off. The tubes sat and were visually inspected for creepout. The tubes were picked up by shield assemblies and shaken to see if the stopper would dislodge. Stopper creepout was not observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4177818. Conclusion: bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that the bd vacutainer® urine collection urinalysis cup kit: sterile screw-cap collection cup with integrated transfer device and 8.0 ml, 16x100 mm plus plastic conical tube for urinalysis had a stopper come off which resulted in a leak of urine into a biohazard bag. No injury or medical intervention was reported.

Manufacturer narrative:
The initial MDR was submitted with the device type code as jsm. It is corrected to read kdt. The initial MDR was submitted with the 510k number listed as n/a. It is corrected to read exempt.